Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. Do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g. Kinked or stretched), or the expiration date has elapsed. Visually inspect all components for damage. Ensure the edwards commander delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Verify proximal balloon shoulder greater than 1 cm distal to the sheath marker. Unlock inflation device. Initiate rapid ventricular pacing ensuring 1:1 capture, sbp ' 50 mmhg, and pulse pressure < 10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a controlled slow inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Balloon should be fully deflated and un-flexed prior to retraction into sheath. Stop pacing and withdraw the balloon from the native valve a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the complaints were not able to be confirmed due to the unavailability of the device or relevant case imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR, lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during deployment, the commander delivery system, the balloon appeared to initial inflate proximally, and then distally 'much later than normal', resulting in the valve being implanted at a 50:50 position'. Factors that can contribute to the reported inflation difficulty/asymmetric deployment include the following: - tortuosity/narrowing of aorta/peripheral vasculature - annular constraints - device torqued - flex tip not positioned on triple marker prior to inflation - slow controlled inflation technique not used during initial deployment - thv not aligned on inflation balloon a definite root cause was not able to be determined without patient information and patient/procedural imagery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, pacing capture was lost during the deployment of the initial 26mm sapien 3 ultra valve, resulting in the embolization of the valve, recapture and deployment in the descending aorta. A second sapien 3 ultra valve was prepared. During deployment, the commander delivery system, the balloon appeared to initial inflate proximally, and then distally 'much later than normal', resulting in the valve being implanted at a 50:50 position. The physician was satisfied with the results and the procedure was completed. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.